Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise reversion episodes. The noise could not be reproduced. Fluoroscopic imaging could not verify lead integrity. The patient would be scheduled for the lead to be capped.